Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021 there was more drainage noted at the driveline exit site and inflammatory marker were elevated along with continued drainage the patient was noted to have an abscess. This was considered to be failed antibiotics. To treat the abscess, a needle drainage was performed.